Event description:
This is the second report of two involving an ip1 p. The event was initially described as follows, breakage of the "stop nut" in while plastic (placed on the rod) of ptio2 probe during attempt to clamp. The event was further explained as; "the part broken is the adjustable drill stop with set screw of the introducer". The probe is ok. The first report of two involving an ip1 p. The event was initially described as follows; breakage of the 'stop nut' in while plastic (placed on the rod) of pho2 probe during attempt to clamp. The event was further explained as; "the part broken is the adjustable drill stop with set screw of the introducer". The probe is ok. The kit is in two part; the introducer and the probe. As there was an issue with the introducer they did not use the probe. The introducer was in contact with pt. No consequences for the pt. There was a delay which was the time needed to open another kit. There were two units used on the same pt with the same incident and same product ID but 2 different lot numbers.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.